Manufacturer narrative:
This product is not marketed in the us. (B)(4). This lens model is contraindicated for patients with an anterior chamber depth (acd) less than 3.0 mm. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.1mm vitcmo12.1, -11.5/+1.0/098 (sphere/cylinder/axis), implantable collamer lens into the patient's right eye (od) on (B)(6) 2017. On (B)(6) 2017 the lens was removed and exchanged for a longer length lens due to observation of low vault. This exchange resolved the problem.

Manufacturer narrative:
Device evaluation - lens was returned dry, in a micro-centrifuge vial with clear surgical residue on product. Visual inspection found no visible damage to lens and foreign material (residue) on lens surface. (B)(4).